Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The issue could not be replicated.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) and image acquisition system (ias) showed not connected, but upon reboot the systems reconnected. The site reported the reboot took longer than usual. There was no patient impact and a ten minute delay to surgery.